Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Missing device manufacture date. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the navigation system was connected to the network and the exam from the planning station was pushed over. The screen then froze and the mouse was jumping everywhere. The site could not select the patient. They disconnected from the network and had to do a hard shut down twice for the mouse to be activated again. The site could then select the exam and display the planning on the screen. No patient present.